Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: wound infection, capsular contracture, early onset seroma, implant site hematoma, hypertrophic scar, deflation, device migration manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra). Lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: unknown mentor data extracted from the australian breast device registry (abdr) on 29 may 2022 for procedures that occurred between 2012-2022 (inclusive) were used for the analysis in this report. This report is a breast device post-market clinical follow-up report that summarizes device, patient, and procedure characteristics. It also evaluates device time-to-exchange and time-to-revision (due to complication) outcomes and investigates factors which may potentially be associated with complications. The table labeled "table 10: descriptive statistics ¿ revisions of mentor primary reconstructive breast implants" (pg. 26) indicates the reason (s) for revision and incidental findings identified at revision. Adverse event(s) reported for mentor implants associated with primary reconstructive breast implants (reason for revision surgery) during the period of 2012-2022: qty 125 (9.1%): deep wound infection qty 267 (19.5%): capsular contracture qty 31 (2.3%): device rupture/deflation qty 64 (4.7%): seroma/hematoma qty 365 (26.6%): device malposition qty 127 (9.3%): skin scarring problems qty 1 (0.1%): anaplastic large-cell lymphoma (alcl) adverse event(s) reported for mentor implants associated with primary reconstructive breast implants (incidental finding during revision surgery) during the period of 2012-2022: qty 3 (0.2%): deep wound infection qty 32 (2.3%): capsular contracture qty 1351 (98.5%): seroma/hematoma qty 21 (1.5%): device malposition qty 31 (2.3%): skin scarring problems qty 4 (0.3%): anaplastic large-cell lymphoma (alcl) the table labeled "table 14: descriptive statistics ¿ revisions of mentor primary cosmetic breast implants" (pg. 36) indicates the reason (s) for revision and incidental findings identified at revision. Adverse event(s) reported for mentor implants associated with primary cosmetic breast implants (reason for revision surgery) during the period of 2012-2022: qty 24 (1.7%): deep wound infection qty 220 (16.0%): capsular contracture qty 51 (3.7%): device rupture/deflation qty 32 (2.3%): seroma/hematoma qty 365 (26.6%): device malposition qty 307 (22.3%): skin scarring problems adverse event(s) reported for mentor implants associated with primary cosmetic breast implants (incidental finding during revision surgery) during the period of 2012-2022: qty 1 (0.1%): deep wound infection qty 32 (2.3%): capsular contracture qty 10 (0.7%): seroma/hematoma qty 21 (1.5%): device malposition qty 4 (0.3%): skin scarring problems